Manufacturer narrative:
Ocd performed retained testing and a batch record review for this lot. All results were satisfactory. Customer stated that qc was satisfactory. (B)(4).

Event description:
Customer reported no reactivity with vra152 when tested against a sample with anti-e. The antibody screen was positive.